Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. X-rays showed that the right ventricular (rv) lead had dislodged and pulled back into the atrium which resulted in loss of ventricular capture/inappropriate capture. It was also reported that rv lead exhibited intermittent undersensing on presenting electrograms (egm). The lead was inactivated and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. The analyst noted the full lead was returned with a stylet in the lead. If information is provided in the future, a supplemental report will be issued.